Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the date on pump became incorrect after putting pump into storage mode. Customer did not make any changes to the pump. There was no reported impact to customer's blood glucose. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.